Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 03-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (20 mg/ml at 7.513 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that during a pump exchange, the hcp was unable to aspirate the catheter. The hcp proceeded to do a dye study but was not able to witness any spread under x-ray imaging. Once the hcp injected the dye and released the plunger it appeared that the plunger would begin to open on its own as if the dye was being pulled by into syringe. The hcp suspected there might be a granuloma area, but wanted to have the pump mailed back in for analysis. This patient also had abnormal fluid within the pocket and wanted to make sure the pump was operating as it was intended to. Also rule any of the issues that could have been caused by the pump. It was noted they were not sure if the fluid filled pump pocket was related to the potentially blocked catheter tip. A new catheter was implanted along with a new pump and the issue resolved.